Event description:
It was reported that "hair contamination was observed inside the tray when the tray was opened before use." The exact location of where the hair was found is unknown. No patient injury was observed.

Manufacturer narrative:
One catheter was returned in an unopened, original tray for evaluation. The tray was in its original outer pouch, which was partially peeled opened. A hair-like fiber material, approximately 2.5cm long, was observed on the tyvek seal of the tray. The fiber was found between the sealed tray and the outer pouch. Visual examinations were performed with unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although, the customer report was confirmed, it is not possible to conclusively relate the complaint to a manufacturing nonconformance as the product packaging was received opened, the source of contamination cannot be determined. No additional actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.